Event description:
The facility representative reported "alarm is not working" on a flogard pump. It is unknown whether or not the problem occurred during a patient infusion. The facility biomedical technician tested the device, and could not duplicate or confirm the problem. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The device has not been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.